Event description:
A report was received that the patient's initial spacer had moved laterally from the initial position and was no longer provided relief. The physician removed the spacer and replaced it with a larger spacer. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient's initial spacer had moved laterally from the initial position and was no longer provided relief. The physician removed the spacer and replaced it with a larger spacer. The patient was reportedly doing well following the procedure.